Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and this right ventricular (rv) lead exhibited a high out of range shock lead impedance, around 145 ohms. It was noted the ICD reached a battery status of elective replacement indicator (eri). The ICD has been implanted for 11 years and has reached expected longevity. Technical services (ts) recommended revising the lead during the ICD explant procedure. This rv lead remains in service. No adverse patient effects were reported.